Manufacturer narrative:
(B)(4). Batch # n57683. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a zinckers diverticulum procedure, the device would close, trigger would fire, device would not cut or staple. A same like device was used to complete the procedure. There were no adverse consequences for the patient.